Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases flat, linear opening on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified; striated linear opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7., d.7, d.10, h.3, h.6.